Manufacturer narrative:
The device was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. The reported complaint was not confirmed. Root cause was unknown. Device identifier # 10381780253457.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2019-01045.

Event description:
This is 2 of 2 reports. A customer reported that the a1059 mayfield modified skull clamp had a slippage. Additional information received from the customer on (B)(6) 2019 that the pressure went from 70 to 20, initial mayfield slipped after pinning and positioning during a craniotomy procedure. The patient was re-pinned and positioned by the physician. The device slipped twice during the first 30 minutes. Revision/medical intervention was required and a staple in the scalp was done to the laceration. There was a delay of 15 to 30 minutes due to the product problem. The only issue as a result of the delay to the patient was the laceration. Current status and outcome of the patient was reported as alive and stable. Disposable pins were used on the procedure however it was not available to be returned for evaluation. A new mayfield was used after the product problem occurred.